Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified hypopharyngeal cancer procedure, a part came off the fk-wo tors laryngo pharyngoscope basic frame and fell into the patient¿s mouth. However, the part was reportedly retrieved. No further information was provided and there was no report about an adverse event or patient injury.